Event description:
Right ventricular laceration occurred during repeat sternotomy in a pt with a history of "mustard" procedure for transposition of the great arteries and hodgkin's lymphoma. She had acute cardiac failure requiring open chest massage, failure to wean from cardiopulmonary bypass and conversion to extracorporeal membrane oxygenation. Pt expired 1/27/99. (A "re-do" sternal saw was availabe, but not used.)